Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). Concomitant products: unknown trilogy acetabular shell and unknown trilogy acetabular liner. Chang, jun-dong kim, in-sung prabhakar, sharad mansukhani, sameer lee, sang-soo yoo, je-hyun (2017) revision total hip arthroplasty using imageless navigation with concept of combined anteversion. The journal of arthroplasty 32 1576-1580 https://www.ncbi.nlm.nih.gov/pubmed/28139342. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04041 and 0001822565-2017-04046.

Event description:
Information was received based on review of a journal article titled,"revision total hip arthroplasty using imageless navigation with the concept of combined anteversion." It was reported that one case was re-revised for late infection.

Manufacturer narrative:
The follow-up is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of the device in the incident is unknown. The device history record review was unable to be performed as the lot number of the device in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.